Manufacturer narrative:
Lift as well as sling involved in the event have been evaluated. It was stated that there were no abnormalities found within the lift nor the sling. We are in a process of gathering information. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative that there was the incident with the involvement of maxi move passive floor lift and passive sling. It was stated that during transfer patient slipped out of the sling (from the top of it) and fell onto the head. It remains unknown whether patient sustained any injury.

Manufacturer narrative:
On 2019-oct-24 it was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and disposable passive clip sling (model number: mfa1000m-xl, lot number: dae1301927). Following information provided, during transfer patient slipped out of the sling and fell on the head. Detailed information regarding patient injury or harm remain unknown. After the event arjo qualified representative visited the customer to collect additional information and evaluate involved devices. There were no abnormalities found within the lift nor the sling that could have caused or contributed to the patient's fall. Both devices worked as intended. According to information provided by the caregiver, patient was placed in the sling in a semi sit position and transferred when suddenly resident slipped out of the top of it. No further details were received. Two factors have been identified that may lead to a person sliding out from the sling: used sling had inappropriate size (several sizes off), a wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms). The sling instruction for use (04. Sc.00-int1_5) indicates the proper procedure of sling attachment to the spreader bar. It also describes step by step how to choose the correct size of a sling. There are also crucial warnings provided: "the right type and size of sling should be used after proper assessment of each patient size, condition and type of lifting situation." "To avoid injury, make sure the patient's arms are placed inside of the sling." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." Unfortunately, the customer did not provide any further details regarding the event circumstances. Therefore, it is unknown why the patient fell from the sling. To sum up, allegedly, arjo passive floor lift and disposable passive clip sling were used as a system for patient transfer when resident slipped out of a device. There were no abnormalities found within the lift or the sling that could have contributed to the event. However, patient fell of the sling so the system did not work as intended. We decided to report this complaint to the competent authorities due to allegation of patient's fall during transfer.